Event description:
Same case as MFR #: 2134265-2011-03685. It was reported that during a stenting treatment procedure, the stent moved on the balloon. Vascular access was obtained via the left brachial artery. The 80% stenosed target lesion was located in the moderately tortuous left common iliac artery. Pre-dilation was performed with an unspecified balloon; however, residual stenosis remained at approximately 80%. The 8.0x30mm express ld vascular stent delivery system (sds) was advanced into the patient, but was unable to cross the target lesion after several attempts. The stent had moved proximally on the balloon of the sds. The device was removed with the stent intact and the 8.0x20mm express ld vascular sds was then advanced, but was also unsuccessful in crossing after several attempts. This stent also moved proximally on the sds and was removed intact. The procedure was not completed as the appropriate product for the patient was unavailable. The patient will be treated on a later date. There were no patient complications reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Upn search and upn: corrected from h74938162830130 to h74938162820130. Catalog/model #: corrected from 38162-83013 to 38162-82013. Device evaluated by MFR: visual and tactile examination of the returned complaint device revealed no damage to the shaft of the device. The stent was still on the balloon; however, the stent had moved 5mm proximally on the balloon. The distal section of the balloon was folded and a clear impression of where the stent was originally crimped was visible on the balloon material. There was no damage to the stent. The distal end of the balloon was slightly bunched and traces of blood were visible on the balloon. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR#: 2134265-2011-03685. It was reported that during a stenting treatment procedure, the stent moved on the balloon. Vascular access was obtained via the left brachial artery. The 80% stenosed target lesion was located in the moderately tortuous left common iliac artery. Pre-dilation was performed with an unspecified balloon; however, residual stenosis remained at approximately 80%. The 8.0x30mm express ld vascular stent delivery system (sds) was advanced into the patient, but was unable to cross the target lesion after several attempts. The stent had moved proximally on the balloon of the sds. The device was removed with the stent intact and the 8.0x20mm express ld vascular sds was then advanced, but was also unsuccessful in crossing after several attempts. This stent also moved proximally on the sds and was removed intact. The procedure was not completed as the appropriate product for the patient was unavailable. The patient will be treated on a later date. There were no patient complications reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.